Event description:
Customer stated her compact system is self starting and that she "would get a reading before applying the blood to the strip". Stated the reading was 200-something (mg/dl). Has not had any adverse events while using her compact system. Requested return of suspect device and replacement was sent.